Event description:
It was reported that: machine was used on patient with settings: simv, fio2 60%. User heard audible alarm from the unit and then found there was fire and an deflagration in flow sensor area. The deflagration damaged a nearby glass window. The fire radius about 30-40 cm in front of savina. Customer was able to control the fire within 10 minutes and transferred all patients out of the ICU. The patient who was connected to the savina is in safe condition, but suffered small burn around the arm area.

Manufacturer narrative:
The investigation is ongoing, results will be reported in a follow up report.